Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, it was noted via x-ray that the rv (right ventricular) lead was grossly dislodged. Undersensing, non-capture, and high thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.